Manufacturer narrative:
Pending evaluation: concomitant device(s): 310-01-50, 58409002, equinoxe, humeral head short, 50mm (beta). 300-20-02, equinox square torque define screw drive kit. 300-50-45, 58399002, 4.5mm short rep plate. 300-01-11, 10183712, equinoxe, humeral stem primary, press fit 11mm.

Event description:
As reported, approximately 6 years postop the initial implant, this (B)(6) y/0 male patient¿s glenoid cage detached from the plastic. This did not seem related to trauma. The center cage of this glenoid component detached from the polyethylene. The wound was debrided and clear of any prosthesis debris or pieces. Revised the right shoulder from an anatomic to a reverse. Patient was last known to be in stable condition following the event. In accordance with hospital policy we are not able to return the explants.

Manufacturer narrative:
Section h10: (h3) the revision reported is most likely the result of prosthesis wear secondary to shoulder instability; however, this cannot be confirmed because the devices were not available for evaluation. Additional contributions of implant alignment, glenoid loosening, and patient conditions to shoulder instability and the sequence of events leading to the revision cannot be determined from the information provided.